Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint#: (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the console generated a fiber optic sensor failure message after the patient had sat straight up in bed. The customer was advised to obtain a chest film to confirm iab placement. They were also directed to disconnect the fiber optic cable and transduce the central lumen. This was successful and therapy was continued without further issue. There was no patient harm or adverse event reported.